Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter's insulin pump alarmed no delivery; they changed the battery and the alarm persisted. The patient's blood glucose at the time of incident was 517 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the no delivery issue. A fixed prime was attempted: no insulin exited and the insulin pump alarmed no delivery. The customer removed the reservoir, rewound the insulin pump, reinserted the reservoir, and attempted to push insulin through via plunger push: insulin did not exit and there was greater than normal resistance with the plunger push. The customer was advised to change the infusion set and reservoir. The infusion set and reservoir will be returned and replaced.

Manufacturer narrative:
Evaluated one open/used reservoir; inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set; also installed reservoir and connector into pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion the reservoir was not occluded.